Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump had prime/fill anomaly. Customer changed her infusion set and insulin pump got stuck in the priming process. Troubleshooting was done. Customer's blood glucose was 400 mg/dl. During troubleshooting customer did not receive 2nd series of beeps and numbers did not appear in the screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.